Manufacturer narrative:
H3: product analysis: evaluation determined that abnormal sound and part fell out from inside the shaft is confirmed. The likely cause of failure is due to breakage of the tip bearing. It was noted also that toolbur could not be held, tool bur dislodge after twist locking, scratches and dents are present. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that abnormal sound and when tool bur was removed, a part fell out from inside the shaft. At the time of report patient impact was unknown. Additional information received that this event occured during post-op with no patient impact.